Manufacturer narrative:
It was reported that the pack was being opened during surgery, and this was found. Duraprep already activated and dried, stuck to alcohol and pack of 4x4s. There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
Prep acitvated and dry and stuck to other items in the bag.